Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided. Consumer was sleeping with the pad which is also abuse of the product and a violation of the warnings and instructions provided. This incident is the direct result of consumer abuse/misuse of the product.

Event description:
Consumer claims his wife was using the heating pad for back pain while sleeping in bed. She awoke and noticed her right leg was burned. She did not require any medical attention.